Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a depuy pinnacle device with an ultamet liner on her left side. After the surgery, large amounts of toxic cobalt-chromium metal ions and particles were released into pt's blood, tissue, and bone surrounding the implant. As a result, pt has been experiencing severe pain, discomfort, and inflammation in her thigh, knee, groin and hip-joint; the formation of metallosis and pseudotumors in and around the hip-joint; an inability to walk more than fifty yards; inability to climb stairs; inability to sit or stand for prolonged periods of times; inability to stoop or bend without excruciating pain; inability to sleep for more than two hours consecutively without awakening in pain; reduced range of motion; clicking sound and sensation emanating from the hip-joint; and other complications. Pt will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.